Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump was tested with no rewind anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Patient was unable to exit the rewind. The insulin pump will be returned for analysis.